Event description:
Reporter stated that a result of 75 mg/dl was obtained on the patient using inform system 1 compared back to back with a result of 14 mg/dl obtained on inform system 2 and a result of 236 mg/dl on the lab system when all tests were within 10 minutes. Reporter stated that prior to the results, the patient had been treated with 2 amps of d50. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550765, expiration date 11/30/2009). Reference medwatch report is for the suspect device used in system 1.